Event description:
The customer's mother reported via phone call that the customer experienced sensor issues. The customer had 2 bent sensor and had bleeding with another. Customer's mother also reported that the customer experienced sensor reading discrepancies. It was stated that the sensor was reading 47 mg/dl and the insulin pump alarmed threshold suspend but blood glucose was 300 mg/dl. The customer has spoken to her doctor about the issues and has tried inserting in different areas.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.